Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and mildly tortuous right peroneal artery. After an unspecified guidewire crossed the lesion, a 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced to dilate the lesion. Before reaching the target lesion the balloon dilated the anterior tibial artery twice at unspecified pressure. After reaching the target lesion the balloon was inflated to 8 atmospheres and ruptured on the first inflation. The device was removed from the sheath and the procedure was not completed because of the unavailability of the same device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).